Event description:
During an ICD implant ,the included j wire did not pass easily through the dilator from a 6f sheath. On attempted removal of the wire it fractured, and some internal filar penetrated my glove and my thumb. Cephalic access was scarified, and de novo access using a different sheath and wire was obtained after regloving via subclavian access. No problem was observed with passage of that other dilator over its wire, suggesting that a defect in the dilator or the wire was present.